Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and fell off the pen when attempting to remove the outer cover. The following information was provided by the initial reporter: "spouse of consumer reported, he would place pen needle on insulin pen and turn it to the "right" to tighten it stated, then he would turn it to the "left" to remove outer cover. Stated, when he turned pen needle to the "left" to remove outer cover, the entire pen needle would come off the insulin pen. Stated, could not get the non patient end to stay attached. Did some troubleshooting on how to attach pen needle and remove outer cover. Spouse was able to resolve issue over the phone. Stated, he did not know he had to pull outer cover straight off once attached."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.